Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10. Corrected investigation: a disposable history search of the lot number found no other reports for bleeding following a wbcd procedure. Investigation: per terumo bct's medical review, the device did not cause or contribute to the death. Preventive maintenance was performed on the device on 05/09/2020 and the device was verified to be performing per manufacturer specifications. Root cause:a definitive root cause for the patient's cerebral hemorrhage and subsequent death could not be determined. The patient did experience a substantial platelet loss, with a pre- procedure platelet count of 43 x 10e9/l and a day after platelet count of 12 x 10e9/l, a 72% decrease. However, based on calculations using the platelet content in the waste bags, the platelet loss from the wbc depletion procedure was about 34%. The platelet count reported in the waste bags was, however, reported to only one significant figure and is a very rough approximation. Per terumo bct medical review, the patient had an extreme leukocytosis, a low initial platelet count, and evidence of a consumptive coagulopathy. These adverse pathological conditions likely led to the patient¿s cerebral bleeding reported on the day following the optia wbcd procedure and subsequently her death the following day. Possible causes for the platelet loss during the procedure include but are not limited to: running at a higher than optimal collection preference setting, resulting in a product with a higher platelet count. Running at a high collect flow rate, leading to more product collected and, therefore, a greater platelet loss. Running the procedure at a high ac ratio (12.0), which could result in platelet activation, leading to platelet depletion.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 and corrected information in e.1 and e.3. Investigation: a disposable history search found one other report of a similar issue associated with this lot. It has been reported on MDR 1722028-2019-00440. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide corrected information and updated information in investigation: on supplement 4 for this report, the % of platelet removal was reported as 35%. This report is being filed to update the % of platelet removal to 34%. Updated investigation: the run data file (rdf) was analyzed for this event. Analysis was based on the run data file only as the aim image file was not available. Review of the dlog associated with this procedure determined that no definitive root cause for the reported adverse event could be identified. Due to the nature of wbcd collections, some platelet loss and rbc loss is expected. The system operated as intended and the procedure was run within standard operating limits. The collection preference set determines the concentration of cells that flow through the collect port. In other words, it affects what flows through the collect port. This includes both rbc and wbc. This is a fine control to set the depth at which the cells are collected from within the buffy coat layer. This also affects the hct in the collect line and in the final collection. The system starts the run using a default collection preference specific for each procedure type and entered patient data. The collection preference should be changed to manage the desired hct in the collect line. A higher collection preference means the system is collecting a lower concentration of cells flowing through the collect port and a lower product hct. A lower collection preference means the system is collecting a higher concentration of cells flowing through the collect port and a higher product hct. The operator made one change to the collection preference early in the run, decreasing it from 75 to 70. The collect pump flow rate is calculated based on the entered wbc count and inlet pump flow rate. This is intended to efficiently remove the high number of wbc. If the operator increases this number from the default value, it will increase the product volume and may increase platelet loss and rbc loss. If the operator decreases this number, it could decrease the efficiency of the procedure. There were multiple changes to the collect pump flow rate increasing it from the default value of 7ml/min to 15ml/min at 126 minutes into the run then slowly decreasing it to 9ml/min for the remaining 18 minutes of the procedure. These changes likely influenced cells collected in the product bag. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the collection preference set determines the concentration of cells that flow through the collect port. In other words, it affects what flows through the collect port. This includes both rbc and wbc. This is a fine control to set the depth at which the cells are collected from within the buffy coat layer. This also affects the hct in the collect line and in the final collection. The system starts the run using a default collection preference specific for each procedure type and entered patient data. The collection preference should be changed to manage the desired hct in the collect line. A higher collection preference means the system is collecting a lower concentration of cells flowing through the collect port and a lower product hct. A lower collection preference means the system is collecting a higher concentration of cells flowing through the collect port and a higher product hct. The operator made one change to the collection preference early in the run, decreasing it from 75 to 70. The collect pump flow rate is calculated based on the entered wbc count and inlet pump flow rate. This is intended to efficiently remove the high number of wbc. If the operator increases this number from thedefault value, it will increase the product volume and may increase platelet loss and rbc loss. If the operator decreases this number, it could decrease the efficiency of the procedure. There were multiple changes to the collect pump flow rate increasing it from the default value of 7ml/min to 15ml/min at 126 minutes into the run then slowly decreasing it to 9ml/min for the remaining 18 minutes of the procedure. These changes likely influenced cells collected in the product bag. The patient's pre-procedure platelet count was 43 x 10e9/l and the post-procedure platelet count was 15 x 10e9/l, which is a 65% loss. The customer provided laboratory results on the wbc waste products. A total of 3 bags were used. A specific gravity of 1.047 g/ml was used to estimate the product volume in each bag. The tests were performed in duplicate using a 0.1 dilution, so it is assumed that the numbers provided all have been adjusted for dilution factor. The results are as follows: product weight (g) product volume (ml) bag 1 1309.1 1250.3 bag 2 651.1 621.9 bag 3 828.8 791.6 wbc (count*10^6/ml) wbc avg (count*10^6/ml) plt avg (count*10^6/ml) bag 1 71.22/72.06 71.64 1 bag 2 85.67/93.50 89.59 4 bag 3 91.90/87.03 89.47 2 the total of wbc count in the three waste bags = (1250.3 ml x 71.64 x 10^6/ml) + (621.9 ml x 89.59 x 10^6/ml) + (791.6 ml x 89.47 x 10^6/ml) = 8.95e10 + 5.57e10 + 7.08e10 = 2.16e11 the total platelet count in the three waste bags = (1250.3 ml x 1 x10^6/ml) + (621.9 ml x 4 x 10^6/ml) + (791.6 ml x 2 x 10^6/ml) = 1.25e9 + 2.49e9 + 1.58e9 = 5.32e9*10 = 53e9 the patient's total platelet count prior to the procedure = 3561 ml tbv x 43e6/ml platelets = 1.53e11 = 153e9 therefore, the % of platelet removal was determined to be 35%. (5.32e9/1.53e11 x 100%) the hematocrit values in all three waste bags were 0.1 g/dl or 0.3 % hematocrit, which is substantially lower than the recommended range of approximately 3-4%. According to the run data file analysis, the replacement fluid type was albumin/saline and the replacement volume was set to 1200ml. Prothrombin pre and post procedure results, 15.2 and 16.2 seconds (respectively) show the patient's blood was clotting on the slower end of the normal time frame (11.5 -15.5 seconds) initially and was slower post procedure, indicating a loss of clotting factors. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
Per the customer, the patient died on (B)(6) 2019 due to a cerebral hemmhorage.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Analysis was based on the run data file only as the aim image file was not available. Review of the rdf associated with this procedure determined that no definitive root cause for the reported adverse event could be identified. The system operated as intended and the procedure was run within standard operating limits. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation:the customer reported that a patient signed the informed consent form on (B)(6) 2019 to participate in the study of "an open-label, multi-center, prospective, single-armed trial to characterize the performance of spectra optia apheresis system for white blood cell depletion in adult patients with elevated white blood cell levels". During the signing, the study investigator was informed that the subject had planned to hospitalize on (B)(6) 2019 for consolidation therapy. Per the customer action taken with investigational device for the event cerebral hemorrhage was not applicable. The study investigator considered that white blood cell depletion may cause the platelet loss, thus, the study investigator assessed the event cerebral hemorrhage was possibly related to investigational device and possibly related to white blood cell depletion procedure. The reported access was inlet line is median cubital vein; return line is basilic vein. Prior to the procedure, the patient was on hydroxycarbamide tablets to reduce white blood cells 4 times daily orally starting (B)(6) 2019 and allopurinol tablets to reduce uric acid 1/2 tablet daily orally starting (B)(6) 2019 as treatment. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a (B)(6) clinical trial a patient with acute lymphocytic leukemia underwent a white blood cell depletion (wbcd) procedure per protocol on optia on (B)(6) 2019. The following day on (B)(6) 2019, the study investigator contacted the subject for follow up visit and was informed that the patient was hospitalized for consolidation therapy due to acute lymphocytic leukemia. Consciousness was lost with no response to voice command, pupillary light reaction developed slowly, positive pathologic reflex on double lower limbs occurred before admission, considered high possibility of cerebral hemorrhage and leukocytosis embolism. The following tests were performed on the patient: b-type natriuretic peptide precursor test, seven items of coagulation analyses, blood biochemical analysis, blood cell analysis, urine routine, stool routine, blood type, disseminated intravascular coagulation (dic) suit, ammonia in plasma test, computed tomography (CT) examination of head, chest, abdomen and pelvic were performed. The result of the testing was as follow. B-type natriuretic peptide 506.9pg/ml (elevated); fibrin degradation products 15.52mg/l (elevated); d-dimer 4.9ug/ml (elevated); phosphorus 1.48mmol/l (elevated); creatinine 33umol/l (depressed); total protein 54.3g/l (depressed); blood glucose 6.56mmol/l (elevated); albumin 34.8g/l (depressed); red blood cell count 1.62x10 ^12/l (depressed); hemoglobin 53g/l (depressed); packed cell volume 0.162 (depressed); white blood cell count 301.2 x10^9/l (elevated); platelets count 12 x 10^9 / l (depressed). A CT scan showed multiple cerebral hemorrhage. As a result, the following treatment measures were administer to the patient. Electrocardiographic monitoring every 1 hour (q1h); oxygen inhalation (continuous); retention of catheterization; fasting; painless iodine wet compress perineum (bid); sodium bicarbonate tablets (2.5g, gargle, once a day (qd)); carbazochrome sodium sulfonate for injection (80mg, intravenous drip, bid); sodium bicarbonate injection (250ml, intravenous drip, qd); potassium chloride injection (1g, intravenous drip, qd); insulin injection (6 units, intravenous drip, qd); dexamethasone injection (10mg, intravenous drip, qd); omprazole injection (40mg, intravenous drip, qd); furosemide injection (20mg, intravenous, qd); mannitol injection (250ml, intravenous drip, q12h); virus inactivated frozen plasma (4 bags, intravenous drip). Per the customer, the subject was discharged from the hospital voluntarily. The disposable set is not available for return because it was discarded by the customer this product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.